Manufacturer narrative:
Upon eval of the returned sample, evidence was found that the glue that bonds the tubing to the green blow-by connector had not fully cured when the tubing was coiled, and the uncured glue came into contact with a section of the tube. Once the glue cured, the connector became bonded to another section of tubing unintentionally.

Event description:
.